Event description:
It was reported that the foley catheter had an event regarding sterile water leakage.

Manufacturer narrative:
Initial reporter fax and phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's fax number: (B)(6). The reported event is unconfirmed as the product meets specifications. Received (5) photo samples. Visual evaluation of the photo samples notes one opened (without original packaging), used silicone foley catheter with syringe. Verified material number on label 1715j14, batch number mykt1298, material number on catheter 2758j14 and manufacturing lot number ngkn1923. The second photo shows an enlarged image of the inflation valve/cap site with tear under the inflation cap. The fourth photo shows the product label with material number on label 1715j14 was different from material number on catheter 2758j14. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter with syringe and label. Verified batch number mykt1298 and manufacturing lot number ngkn1923. Visual inspection noted material number on label was 1715j14 and material number on catheter was 2758j14. Also, visual inspection noted a tear under the inflation cap. Catheter tested for leaks. During testing, the catheter balloon inflated using returned syringe with 10 ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water), the balloon inflated with no difficulty. Upon inflation no leakage present. The balloon deflated 10 ml methylene blue solution within 31sec. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had an event regarding sterile water leakage. Per notification from investigator on 10feb2026, it was reported that material number on label (1715j14) was different from material number on catheter and also noted a tear under the inflation cap during sample evaluation on 14jan2026.